Event description:
Surgeon attached a pin driver to the pin to remove it at the end of the procedure. The pin broke off into the patient's femur, leaving the distal, threaded end lodged in the bone. An x-ray was taken which showed that the pin was flush with the cortex of the bone. Decision was made to leave the portion of the pin in the patient's femur, as removing it might have caused injury.